Event description:
It was reported that during the surgery the device got released, as per this it released a metal fragment into the patient's anatomy. No patient injuries were reported. Back-up device was available to complete the case. Unknown if there was a delay. All the broken fragments were retrieved from the patient's anatomy.

Manufacturer narrative:
One suturefix ultra ahr s was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. Approximately 4 inches of the outer tube of the nose tube assembly has broken off. The outer tube is also bowed and damaged at its distal tip. Both of the inner fork tines have been broken off and were not returned for examination. The fork is also bent and twisted. The condition of the device indicates that an excessive amount of force was placed on the delivery device during use. Per the devices IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported suturefix ultra ahr s, intended for use in treatment, has not been returned for evaluation. Without the reported product and pertinent clinical details a thorough evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, a piece of the inserter broke off into the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force during insertion which can cause failure of the suture anchor or insertion device. The instruction for use (IFU 10601059) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.